Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an (B)(6) trial device. It was reported the device has given the patient an infection which has caused the physician to discontinue the patient's trial. The sterile wire was cut according to patient and physician still wants to implant on (B)(6) 2017 depending on if infection has cleared by then. No further complications were reported or are anticipated.